Event description:
It was reported that ext set .2 mf low sorb was used and the patient had keytruda infused into him. The following information was provided by the initial reporter: material no: 10013902 batch no: 20055524. It was reported that there were chemo leaks. Per customer follow up on 09/29/20: event #1- on (B)(6) 2020. Filter noted =to have pin size leak on filter tubing. Patient's clothing wet. Unclear how much of keytruda was infused into patient. Initials- (B)(6); sex- male; dob- (B)(6) 1948.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that ext set .2 mf low sorb was used and the patient had keytruda infused into him. The following information was provided by the initial reporter: material no: 10013902 batch no: 20055524. It was reported that there were chemo leaks. Per customer follow up on 09/29/20: event #1- on (B)(6) 2020. Filter noted to have pin size leak on filter tubing. Patient's clothing wet. Unclear how much of keytruda was infused into patient. Initials- (B)(6); sex- male; dob- (B)(6) 1948.

Manufacturer narrative:
H.6. Investigation: a device history record review for model 10013902s lot number 20055524 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Customer reported that the filter was leaking, and returned the affected sample. Only the first sample was returned, no second sample as was mentioned on intake. Sample was tested using blue dye water. Blue dye was allowed to sit in the filter for almost an hour and there was still no leakage. The testing resulted in no leakage, and the complaint was unable to be verified.

Event description:
It was reported that ext set .2 mf low sorb was used and the patient had keytruda infused into him. The following information was provided by the initial reporter: material no: 10013902; batch no: 20055524. It was reported that there were chemo leaks. Per customer follow up on 09/29/20: event #1: on (B)(6) 2020: filter noted to have pin size leak on filter tubing. Patient's clothing wet. Unclear how much of keytruda was infused into patient. Initials: (B)(6). Sex: male. Dob: (B)(6) 1948.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set .2 mf low sorb leaked. The following information was provided by the initial reporter: material no.: 10013902s batch no.: 20055524 it was reported that the filter was leaking.